Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Distributor name: xxxx. If an adverse event report is required, please send it to: xxxx. When did this occur?: after use. Needle stick injury: no. Other measures taken: no. Is the returned item used?: yes. If used, what is adhering to it?: unknown. Quantity returned: 1. Details of the incident (chronology, circumstances, etc.): while attempting to remove the microfine pro 32gx4mm (320559) from the body of a pen-type insulin device, the needle remained stuck in the body. Recovered along with the insulin pen. Investigation requested.